Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a univers revers shoulder surgery when screwing in the screw, the head of the screw broke off. The base plate was nevertheless fixed. The screw head was disposed of and the remaining screw remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically, excessive force, misalignment of the insertion or improper bone preparation. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.